Manufacturer narrative:
Mml reference #: (B)(4). B2- other: pain/discomfort. Additional information: the patient reported heavy lifting and moving items. The device was returned for analysis. During visual inspection, no observation was found that would have contributed to the patient's pain/discomfort. There was no allegation against the performance of the reactiv8 system. The ipg passed the functional test. The leads were damaged during the explant. No functional testing can be performed.

Event description:
It was reported that the patient had ongoing pocket site pain radiating down to the left leg. The patient requested a device explant. The device was removed and intact. There was no report of patient harm or injury.

Manufacturer narrative:
Mml reference # (B)(4). B2-other: pain/discomfort. Other devices explanted: model: 8145. Description: percutaneous stimulation leads. S/n: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient had ongoing pocket site pain and requested a device explant. The device was removed and intact. There was no report of patient harm or injury.